Event description:
It was reported that the procedure was to treat a 30% stenosed lesion in the common femoral artery with heavy calcification. The 4x40mm armada 18 balloon dilatation catheter (bdc) was used in the procedure; however, during removal resistance with the anatomy was noted, force was applied and the distal end of the balloon became separated. The separated part was left crushed in the anatomy. This caused a clinically significant delay due to low blood flow in patient and prolonged hospitalization. The patient remained with low blood flow. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported difficulty removing the device, unexpected medical intervention, device embedded in tissue or plaque, hospitalization and delay to treatment appear to be related to operational context. The patient experienced low blood flow and prolonged hospitalization. The separated portion was crushed in the anatomy. This caused a 30-minute delay in patient treatment and the patient remained with low blood flow. The reported patient effect of ischemia is listed in the percutaneous transluminal angioplasty (pta) catheter, armada 18, global, instructions for use ( as a known patient effect. The reported separation appears to be related to user error/operational context. In this case, the violation of the instructions for use (IFU) did contribute to the reported separation. Additionally, a conclusive cause for the reported patient effect of ischemia and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.